Event description:
The device was implanted on 02/18/1997, for intrathecal infusion of morphine for treatment of pain. On 07/14/1997, the facility nurse informed the MFR's (MFR) clinical specialist that the pt had an onset of increased pain. On 07/01/1997, an x-ray "suggested a kink in the catheter." The physician has no experience with this device and requests a MFR rep be present for surgery on 07/16/1997, at which time the catheter would be revised, if possible. However, if the problem cannot be clearly located the facility nurse stated that the physician planned to replace the entire sys with another MFR's device and catheter. The facility nurse had no info on the device history/refill data. The device had been refilled by a healthcare agency. The physician only recently assumed care for this pt and device. A MFR rep was scheduled to attend the surgery on 07/16/1997. No further details were provided at this time.

Manufacturer narrative:
On 08/07/1997, the facility nurse informed the MFR's clinical spec that the device had not been returned to her by pathology, but that she was following-up and in the process of sending the device to the MFR as requested. The MFR has attempted to obtain the device for analysis by telephone and/or written communication; however, the MFR's attempts have been unsuccessful. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will notified of the customer's findings. The MFR is now closing the file on this event.